Event description:
The account alleged that the brake caster will not hold. No injury reported.

Manufacturer narrative:
The account found the plastic pieces in the brake stem are broken. No further info is available on the repair of the bed at this time.